Event description:
Pt in surgical cardiac care unit was on intra-aortic balloon pump (iabp) after emergent cardiac surgery. Nurse noted sudden blank screen with decrease in blood pressure (bp) to 50. All connections intact; balloon started again with rise in bp, but EKG tracing showed only dashes. Module cables were changed, and staff questioned if iabp was receiving from EKG monitor. When iabp placed on transfer mode, EKG signal returned and synchronized with iabp.